Event description:
Per the surgeon's report, the patient began to complain about poor quality with the cochlear implant system and a "pressure ground the implant" since having bladder surgery (date not given.) The results of an integrity test done in 2006 were consistent with normal receiver/stimulator function and 2 faulty electrodes. It was determined that 2 fault electrodes would not be likely to have a significant impact on the patient's performance with the device. Reprogramming the patient's sound processor appeared to improve the patient's perception of sound quality. The explanted device was received in 2007. Reportedly, the patient's performance had decreased. The device was explanted and the patient was reimplanted with a new device on approx five months earlier.

Manufacturer narrative:
This type of event is addressed in the device labeling.